Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the device was in backup vvi mode due to a software corruption. After the product code was downloaded, norm al function ensued.

Event description:
It was reported that the pulse generator exhibited no telemetry. The device was explanted and replaced.